Manufacturer narrative:
In previous report, the manufacturer reported incorrect information in box b and box h: type of reported complaint as product problem. After pms decision has been changed, it was determined that the customer reported as serious injury. Additional information was received on 05/10/2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging chronic bronchitis. There was no report of medical intervention. No additional information can be requested at this time. Repeated attempts were made to have the device returned for evaluation, investigation and to gather additional information but were unsuccessful. The device has not been returned to the manufacturer. At this time, no further investigation can be requested at this time. If any additional information is received, a supplemental report will be filed. In box b: adverse event or product problem as both and outcomes to ae as other was corrected. In box h: type of reported complaint as serious injury was corrected. In box h6: health impact code was corrected.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging chronic bronchitis. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.